Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked before use. The device was filled with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 2, 2018 - may 3, 2018. The actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not confirmed with functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.